Event description:
End user mentioned that our joysticks are very dangerous and that she had gotten hurt. She was in the grocery store and the person with her bumped the joystick causing it to lurch forward and bang her arm on railing causing bruising and pain.